Manufacturer narrative:
The device was received by olympus and the user facility report was not confirmed. Olympus performed testing and the unit passed functional testing and found to operate in normal condition. Additional findings found that the device had a worn-out scope socket which was causing intermittent use of high intensity mode. The device was equipped with a new scope socket and returned to user facility. Olympus will continue to monitor complaints for this device.

Event description:
On behalf of the user facility, a olympus sales representative reported that the network device interface (ndi) was not working properly. The reporter stated that the procedure being performed was a stroboscopy with flexible scope and it was tested prior to use. It was confirmed that there was no delay in the procedure and the procedure was completed with the same device. Additionally, it was confirmed that there was no patient harm associated with this report.

Manufacturer narrative:
The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the potential root cause has been determined to be due to the following: since the defect phenomenon is not reproduced during the quality inspection, it is assumed that there wass no abnormality in the device concerned and it is an abnormality caused by a connected device such as a processor or a light source cable. Olympus will continue to monitor the field performance of this device.